Event description:
It was reported that the bolus wizard was not recording boluses correctly. It was stated that boluses were missing for (B)(6), 2014. During troubleshooting, it was advised to run a manual bolus, which was then recorded in the bolus history. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime and excessive no delivery tests and displacement test. The insulin pump was programmed with basal rate and monitored, several bolus were also delivered. The insulin pump delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No history anomaly noted. The insulin pump was programmed with test glucose meter and communicated properly. Reading showed in the insulin pump history. The insulin pump was downloaded to carelink properly. However, several alarms were found at the alarm history file. The insulin pump alarmed due to corrupted history file. The insulin pump had a cracked case at window corner and cracked reservoir tube lip.